Manufacturer narrative:
This is a reportable valve-related event (per aats/sts guidelines). Investigation not possible. The device remains implanted. Difficulty getting information to support our evaluation. If we can get further information, a follow-up MDR will be filed.

Event description:
Aortic valve replacement patient had a stroke at 28 days post-op. Inr was at 1.5 when the stroke occurred. Cardiologist was targeting 2.0 to 3.0 and was having trouble controlling the inr in this patient. It is not known what medical treatment was being done after the stroke. The valve remains implanted. It is not known what kind of stroke or severity this was and whether or not there are comorbidities or events that contributed to this event. It is known that the patient is now doing ok. This is being reported because the aats/sts guidelines define stroke in a heart valve patient as being valve-related and reportable.